Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. Device received with scratches on lcd display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and was not able to see clearly what is on the screen. The insulin pump will be returned for analysis.